Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced syncope and presented to the emergency room. Upon testing, the lead displayed impedance measurements greater than 2000 ohms and a lead fracture was suspected. High threshold measurements and loss of capture were also noted. The lead was abandoned surgically and replaced with a new lead.